Manufacturer narrative:
A ge rep evaluated the system and replaced the image intensifier power supply and adjusted the focus and size on the image intensifier. System operates as intended.

Event description:
The customer reported the system displayed a black screen during fluoro with the technique tracking to maximum. No pt injury was reported.